Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one of the instrument's grip close cables was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment was sticking out at the wrist. It was concluded that the cable broke under tensile loading. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy with salpingo-oophorectomy procedure, the wire that controls the pulley system on the megasuturecut needle driver instrument broke, rendering the instrument unusable. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.